Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter stated that the meter remote emitted an error 1 with sub code 5 at random. The error allegedly could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The serial number for the meter remote was originally reported as (B)(4). The correct serial number is (B)(4).

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.